Event description:
A customer reported that unexpected negative reactions were obtained with the antibody identification assay for a patient sample that has a history of anti-e.

Manufacturer narrative:
Upon review of the image result files for the antibody screening assay, cells 1 and 3 appeared negative and cell 2 appeared positive (3+) as reported by the echo. Upon review of the image result files for the initial and repeat antibody identification assay which resulted as negative for all cells, cells 1, 3 and 6 (e positive cells) visually appeared to have a weak reaction present. Although the customer stated that all negative results were reviewed per technical communication cc-09-042-02, the results were reviewed with the customer. Technical communication cc-09-042-02 advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.